Event description:
The event occurred when customer reused sample ids and tubes were processed by the power processor (with lx connections, for use with the synchron lx20). The customer downloaded a request to a preplink (sample programming computer) from their lab information system (lis) for basic metabolic panel (bmp) and magnesium (mg). A patient sample with the same sample i.d. Was already in the storage stockyard and had been previously tested on the system within the last 96 hours. After the test request, the power processor retrieved the incorrect sample from the stockyard storage, submitted to lx20 and the sample was tested for bmp and mg. Due to reusing of sample ID's, total of 3 tubes were recalled incorrectly from the stockyard. The tubes sitting in the storage that had the same sample ID's as the new tubes, were assayed instead of the new tubes. The incorrect results were not reported out of the lab. The customer did not provide any additional information regarding this event. The customer indicated that the patients' treatments were not affected.